Event description:
It was reported that during a sleeve gastrectomy procedure on the first firing of the device four to six staples on the inner most row of staples on the patient side did not form. These few staples had straight legs and had not touched the anvil. These staples were located at approximately the 45mm mark. The surgeon removed some of the un-formed staples. The device was using a black cartridge. After this, the device was fired five times with a green reload with buttressing without issue. The case was completed by over sewing the staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. What color cartridge was being used? Black. What other color cartridges were used before and after this event? None. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No.

Manufacturer narrative:
(B)(4). The analysis results showed that one cartridge reload was received. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Based on the photographs of the subject ecr60t cartridge, there is neither enough evidence to confirm the event description nor enough to determine what may have caused the issue.